Event description:
It was reported that balloon deflation slow occured. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon would not fully deflate. The physician was able to remove the device from the patient's body. The procedure was completed with this device. There were no patient complications nor injuries reported.